Event description:
The user facility reported that after the 6 french angio-seal device was used, a thrombin injection was administered for a pseudoaneurysm. Typically, physicians at the facility use ultrasound when acquiring access. The patient was in stable condition. The procedure performed was a common femoral artery access. There was no blood loss. An anticoagulant injection was given. The severity of event or if it was life threatening at time of intervention was unknown. No blood loss was reported. Additional information was received on 14june2024: per the doctor, a 6 french sheath was used. The pseudo aneurysm was found some time after the initial procedure, as per physician. No equipment or other devices were used with the angio-seal device. There were no multiple sticks performed to gain arterial access, it was a single stick access as per doctor. Initial puncture site was in the superficial femoral artery (sfa) in 2 of the 9 occasions as per doctor. Computerized tomography angiogram (cta) and ultrasound were performed to diagnose the pseudoaneurysm.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. B3: date of event: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: date of implantation was unknown. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was able to be confirmed for a closure complication postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been procedural factors such as a low stick or multiple punctures resulting in a pseudoaneurysm postoperatively. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).